Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 mg/dl. Reportedly, the customer required assistance from paramedics to address bg. Reportedly, the customer alleged that the pump did not deliver insulin as intended, however, the customer declined to troubleshoot and the alleged root cause could not be confirmed. No additional information was provided.